Event description:
Per provider, the skid pads came off.

Manufacturer narrative:
(B)(4). Initial pr issued MFR report #1525712-2013-02369 indicating the manufacturer and product model # as unknown. The correct model is 1301rts, the manufacturer is lerado global. (B)(4).